Manufacturer narrative:
A device history record (DHR) review was performed, and no issues were noted during manufacture. No product sample was received; however, seven pictures were received. The pictures identified that the luer of the product was broken. Testing was done with new samples using a force gauge. Based on the tests that were carried out, it was observed that the luer connector when having contact with alcohol and having an excessive force suffered damage. The most probable root causes were exposure of the product to alcohol in combination with excessive force or the luer came weak from supplier. A device history record (DHR) review was performed, and no issues were noted during manufacture. A quality alert was sent to production making them aware of this problem, training was done by quality engineer, and the supplier was notified of this issue. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that, during use, the vacutainer while connected to a tube of blood, exploded and broke. No patient injury was reported.